Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the home choice (hc) during use during fill 1 while the patient was connected. The home patient (hp) stated that they disconnected the bag to see if water would come out and it did. The technical service representative (tsr) explained that supplies were then compromised and the hp would need to end therapy and start over with new supplies. The tsr walked the hp through ending therapy procedure, and then gave the hp bypassing instructions. The hp stated that her nurse told her that they could never bypass the initial drain with the new 10.4 software. The tsr explained that the hp could bypass, but the hc had to set off a low drain volume alarm first. The tsr walked the hp through bypassing instructions once again. The hp understood, ended therapy, and would start over with new supplies. The hp would bypass to fill 1 after low drain volume alarm sounded. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) spoke with the registered nurse on (B)(4) 2012. She stated that the patient had not contacted them about this event. Bps informed the nurse of the patient's user error and about the contamination risk. She said that she would speak with the patient. The patient was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error, a breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.